Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received alarm and the screen was gray with a book and a question mark. It was reported that the front plastic where the buttons was peeling off had to tape it down. The customer reported that they have blood glucose levels of 9 mmol/l. Product is expected to return.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with peeling keypad overlay.